Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose level was unknown at the time of hospitalization. Customer stated that she was hospitalized it happened last week of (B)(6), patient declined to go through with the questions advice to contact health care professional. The customer blood glucose level was 600 mg/dl at the time of incident. Customer reports they did not contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.